Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a navistar¿ electrophysiology catheter and the patient experienced hemopericardium that required pericardiocentesis. A patient who had a radiofrequency ablation was diagnosed with hemopericardium by echocardiography about 20 minutes after the procedure. After that, a puncture of the pericardium was performed and 120 ml of venous blood was evacuated. The next day drainage was removed from the pericardium cavity. The patient felt well. Patient fully recovered however required 2 days of extended hospitalization. During ablation, nothing unusual happened, everything was reported to be standard. The physician's opinion on the cause of the adverse event was the patient's condition / procedure. No evidence of steam pop was noted.